Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2316-50e, serial: (B)(4), batch: 7106796.

Event description:
It wa reported that during a trial procedure the patient was having pain when the physician was advancing the lead through t10 to t11 disc space. The procedure was cancelled. The patient was doing well. The leads were discarded.